Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their dentist wants them to be seen by an oral surgeon to evaluate the floor of their mouth due to a white streak there and red bumps. Possibly do a biopsy. Possible allergic reaction or developed cancer from the retainer material. Patient marked true to allergic reaction at check in. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.